Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh) and free hemoglobin, but no power spikes noted on interrogation. On (B)(6) 2020 patient reported hematochezia at home and positive fecal occult blood on arrival patient is undergoing prep for gastrointestinal (gi) workup. The patient¿s hemoglobin (hgb) stable at 10.4 g/dl. An esophagogastroduodenoscopy (egd) with normal esophagus, gastric inflammation, 8mm polyp removed from gastric body, duodenum normal colonoscopy and sigmoid diverticulosis and non-bleeding hemorrhoids. The patient has a suspected device thrombosis and patient was bridged with heparin while undergoing gi workup. Log files did not reveal any evidence of suspected thrombosis and patient was discharged home without incident. The patient¿s total bilirubin within normal limits and no power spikes on log files sent not consistent with thrombosis. The patient was treated with heparin while off coumadin. The patient went home after event with no problems. Types of treatment included changes to medication and hospitalization. Start date was reported (B)(6) 2020 with a resolved sate of (B)(6) 2020. No additional information reported.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the report of gi bleeding cannot be conclusively determined through this investigation. A specific cause for the report of elevated ldh cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020 at 01:43:45 to (B)(6) 2020 at 10:21:04, per the timestamp. No notable alarms or unusual events were recorded. The system appeared to have been operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.